Event description:
According to the reporter, the procedure was done on (B)(6) 2018, and the patient came to the emergency room on friday (B)(6) 2108, complaining of several rectal pain. Upon examination, it was discovered that the bipolar energy was applied below the dentate line and caused an ulcer which scabbed over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient came to the emergency room after how many the procedure was done, complaining of several rectal pain. Upon examination, it was discovered that the bipolar energy was applied below the dentate line and caused an ulcer which scabbed over.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.